Manufacturer narrative:
The returned device was evaluated and the inspection of the pod found no damages or defects that would cause an over delivery of insulin. The patient history buffer file shows that the pod was not receiving valid estimated glucose values (egvs) for the duration of use and was in automated mode: limited delivering at the lower of the user's total daily insulin (tdi) based basal or user programmed basal. The system was then switched into manual mode where it delivered at the user's set basal rate for the rest of the pods run. No problems were found with the system.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 34 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include feeling lightheaded, delirium, weakness, sweating and loss of consciousness. As treatment, the patient received intravenous fluids of liquid sugar and magnesium. In addition, the patient reports receiving promethazine. The patient was at the hospital emergency room for 8 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown, cloud - omnipod 5 software app version, 3.0.1, cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware, n5004l, cloud - cgm sensor type, g6.